Event description:
It was reported that the pump had a confirmed outflow graft obstruction.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6) confirmed an extrinsic outflow graft obstruction. Heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was returned assembled with the pump cable severed approximately 2.5 inches from the pump header. The remaining portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port. The outflow graft bend relief was returned attached to the graft. The outflow graft and outflow graft bend relief were cut approximately 1 inch from the graft attachment. The apical cuff was returned, and the cuff lock was fully engaged. Upon disassembly of the returned pump, a ridge-like crease in the outflow graft was noted when observing the outflow graft lumen through the proximal and distal ends of the graft. Upon removal of the bend relief, a deformation was observed at the proximal portion of the outflow graft, from the outflow graft hardware to approximately 0.5 inches from the outflow graft hardware. Tissue accumulation was present within the deformation, which is consistent with an extrinsic outflow graft obstruction that appeared to be present during patient support. Of note, the patient was routinely transplanted and no clinical compromise was reported. Examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The current version of the heartmate 3 lvas IFU (rev. C) contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.